Event description:
It was reported that this unit had a lead fault. Note 1: no indication from reporter of patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. The reported malfunction was a "lead fault". Evaluation determined the reported problem was not correct. The actual problem recorded in the event log was "defib cable failure". A "lead fault" is an indication that the defib lead circuit is malfunctioning. A "defib cable failure" is an indication that defib cable has an open circuit. Investigation found that the malfunction was due to a cable within the device becoming loose from its connector. The cable was replaced as precautionary action. It is unknown how the cable came to be partly disconnected from its socket. The device subsequently passed all acceptance testing and was returned to the customer.